Event description:
It was reported that a balloon rupture occurred. A 10mm x 3.25mm wolverine coronary cutting balloon monorail was used to dilate a 90% stenosed target lesion and on the first inflation at ten atmospheres, the balloon ruptured. The procedure was completed with another device. No patient complications were reported in relation to this event and the patient status was good.